Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue a reportable malfunction was found. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the pca board. Additionally, the monitor was unable to complete autotest testing due to the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca board being shorted. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the damaged monitor.